Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The impella was returned for evaluation and there were no issues found in the returned product. Without sufficient clinical information, the root cause of the access site bleed could not be determined. B.7 revised as information was inadvertently omitted from the initial manufacturer device report number 1220648-2024-11472. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-11472 and should not have been.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After implantation of the impella cp, the patient developed a hematoma. Heparin was stopped and a sandbag was applied to achieve hemostasis. The patient remained on impella support for an additional day.